Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump would not unlock when the user attempted to swipe, and the issue resolved after the user completed a software update through the ilet mobile app. Symptoms included no clinical symptoms. Outcomes included no impact beyond temporary interruption of device usability. Investigation included customer troubleshooting and education through customer care. Investigation of this case revealed a software-related user interface issue that was corrected by updating the device software, after which normal function returned. It was concluded, based on previously established findings for similar reports, that the cause was software deficiency corrected by software update.